Manufacturer narrative:
The actual date of event is unknown. Bd technical support troubleshoot with customer over the phone. The reported issue that the 8300 etco2 had failed preventive maintenance, was confirmed by tech support. Tech support had a walkthrough with the customer and revealed the following, calibration: customer states they have numerous etc02's failing calibration. Verified customer is using correct calibration gas. We were unable to download logs due to workstation not near phone. Informed customer this unit was just sent in for repair and june, and would be covered under a 90 day repair warranty. Customer would like an answer on why they have so many etc02's failing for the same thing. Informed there are currently no ongoing known issues other than wear. Customer is awaiting further direction from cad. No further investigation of this issue is possible at this time, and no patient involvement was reported. Based on troubleshooting results, technical services couldn¿t determine the probable cause of the customer¿s reported issue.

Event description:
It was reported that the 8300 etco2 had failed preventive maintenance. There was no patient involvement.